Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient was admitted to the hospital for infection and extrusion of the patient's lead. The implanting surgeon later indicated that the infection was mrsa, and that the patient had the infection for at least a month before the mother brought her in. The surgeon said that he saw the patient a few weeks after surgery, and didn't notice any infection, but it is difficult to tell when the infection occurred, since mrsa is prevalent. He said that it is possible that the infection occurred after surgery, if the mrsa was present on her skin. The patient was on antibiotics following surgery, but he said that what was prescribed would not have been strong enough to kill mrsa if it was present then. He didn't think that there was manipulation involved with the infection because he said that it is typically noticed shortly after surgery, which he would have seen at the post-op visits. He drained the wound and put the patient on IV antibiotics. Later it was noticed that the patient's lead was extruded from the wound, so surgery was performed to move the lead to a better position. The patient is on 6 weeks of antibiotics, and the wound was drained 3 weeks ago. The patient is doing much better now. Manufacturer device history records confirm that the lead and generator were both sterilized. The cause for infection and the extrusion is unknown at this time. There is no suspect device failure. The relationship between the extrusion and infection with the device is unknown at this time.